Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, customer was preparing to inject the lens and checking that it was advancing under the microscope but it was not advancing properly. She tried to manoeuvre it but the haptic was sticking out awkwardly and she was not happy to proceed. The surgery was completed on the same day.